Manufacturer narrative:
Inspected 2 opened/used partial sensors and performed visual inspection and found 1 of 2 sensors with cannula retracted inside sensor base and found broken cannula broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing 2 needles.

Event description:
The customer reported via phone call that sensor had damage to sensor. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.